Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: reportedly, "flow modulation alarm" was found in the error logs by the perfusionist. However, cockpit logs of the essenz hlm were analyzed, and no technical error or warning message was found in the timeframe of the procedure. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an arterial clamp which engaged unintentionally, during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova field service engineer dispatched onsite performed all the functional tests with positive results and unit was sent back in its expected functions. Complaints database analysis revealed no similar event since unit installation in 2024 and no concerning trends about the reported failure mode have been detected. Based on investigation findings, a hardware malfunction of the arterial clamp can be excluded. However, the exact root cause of the reported event cannot be established; it cannot be ruled out that the clamp closed following a clinical situation that was not recognized by the user. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.